Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: separated catheter was snared from the pt's body. Device issue: distal catheter separation. It was reported that the voyager was being used in a procedure to treat the anterior tibial. As the catheter was advancing around the bend, the shaft broke off and remained in the aorta/left iliac. A snare device was used to remove the separated portion. The case continued using a new voyager. The pt was doing well. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood on the entire length of the shaft and in the inflation lumen. There was contrast in the inflation lumen. The balloon was tightly folded. There was a kink in the balloon and inner member 5 mm proximal to the tip seal. The hypotube and jacket were separated 90.5 cm distal to the strain relief tubing. The material was stretched and jagged at the separation. The fracture faces were ovaled at the separation as if the hypotube was kinked prior to separating. The distal end of the hypotube, proximal to the separation was bent in a hook shape. There was a kink in the shaft 112 cm distal to the separation. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product noted blood visible on the entire length of the shaft and in the inflation lumen, which is consistent with a separation while in the pt's anatomy. There was contrast in the inflation lumen, which is consistent with preparation of the product. The hypotube and jacket material were separated 90.5 cm distal to the strain relief tubing, confirming the reported separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. The distal end of the hypotube proximal to the separation was bent in a hook shape. There was a kink in the shaft distal to the separation. In this case, it is likely the shaft kinked during advancement of the catheter, as no damage was noted prior to use. It was reported, the catheter was advancing around a bend, which may have contributed to the shaft kink. Further manipulation of the catheter would have contributed to the shaft separating. It was reported the voyager balloon catheter was used in the anterior tibial. It should be noted in the rx voyager instructions for use (IFU) it states: the voyager rx coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, the shaft separation appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.